Event description:
During the eight night of wear the pt awoke with pain in the right eye. The pt was seen the following morning with complaints of a red, right eye with pain and photophobia. The optometrist reported the pt had a small, peripheral, figure '8' shaped corneal ulcer about 1mm from the limbus at 11:00. The optometrist reported observing 3+ injection, 1+ cell and flare in the anterior chamber, and cornea edema. The optometrist said this was an infectious corneal ulcer, however the lesion was not cultured. The pt was treated with vigamox while awake, homatropine drps and ciloxan ointment at night. The optometrist reported that the pt returned for a final follow up visit in 2006 and the corneal ulcer was resolved and there was a residual scar. The pt's visual acuity continued to be 20/20 and the pt has returned to acuvue oasys lenses on a daily wear schedule. The lens in question was not saved by the pt, but four sealed blister packages from the carton that the lens in questtion came from, were returned. The parameters of the returned lenses were measured and a visual inspection was performed. The lenses meet company standards for diameter, base curve and center thickness. No visual attributers were observed. The solution from these packages was tested and the ph and conductivity were within specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.